Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced red heart alarms. The patient was completely asymptomatic. A log file review was requested. The log file captured pump stops on (B)(6) 2020. This type of behavior has been linked to issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. In order to prevent further interruption in support, technical services suggested to keep the vad connected to battery power until further investigation can be completed. In order to identify a possible location of where the compromise in the lead is, x-rays were requested. It was reported that the driveline images submitted were unremarkable. It was reported that the patient is currently being kept on an ungrounded cable and if the alarms reoccur on the cable or batteries, the patient will return to the clinic for a driveline repair at that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops that occurred while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 10:59:38 through (B)(6) 2020 at 09:09:17. Intermittent low speed events, including multiple pump stops, were captured on (B)(6)2020. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. These events appeared to occur while the patient was supported by the power module. No additional atypical alarms were captured for the duration of the file. The center reported that they were planning on keeping the patient on an ungrounded patient cable. The patient remained ongoing on (B)(6) until receiving a pump exchange on (B)(6) 2020 due to hematuria, hemolysis, and suspected pump thrombosis (manufacturer report number 2916596-2020-03502). (B)(6) was returned and investigated under manufacturer report number 2916596-2020-03502. The hmii lvas IFU and hmii lvas patient handbook address all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.